Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the caller was advised to continue using the pump and to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.